Event description:
It was reported that during pre-discharge check the right atrial (ra) lead was found to be dislodged. Chest x-ray confirmed that the lead had dislodged. The ra lead was repositioned on (B)(6) 2024. The patient was in stable condition.